Event description:
During acceptance testing, unit displayed error code 1000. This error code indicates that this problem included a defib failure cycle power alert on the screen. Defibrillation is not possible under these conditions. There was no pt involvement.